Manufacturer narrative:
H.3., h.6.: the lot number was not provided, and the complaint sample was not made available for evaluation. The manufacturing review did not indicate that this complaint was due to the manufacturing process. No complaint or manufacturing trend was identified. The root cause could not be determined. The manufacturer internal reference number is: (B)(4).

Event description:
As initially reported by a consumer, they experienced blurry vision and corneal abrasion after wearing the contact lens. The consumer discontinued use of the product immediately and sought medical intervention. The consumer was prescribed an unknown medication by the doctor. Additional information received states that the consumer was diagnosed with corneal abrasion with more than fifty percent of the corneal surface involved and experienced infection in the right eye. The current status of the consumer¿s eye was that symptoms were continuing. No additional information regarding the event or product is known at this time.